Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the labels were falling off from device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00541) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00532). It was confirmed that two reported serial numbers belong to the same device. Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00532).

Event description:
Manufcturer's reference number (B)(4).